Event description:
It was reported, the user checked the function of the basket of a ngage nitinol stone extractor prior to patient contact, during a left kidney lithotripsy procedure and confirmed the basket could be opened or closed. But after 5 successful stone removals, the user detected the basket could not be closed or opened. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer (person): phone: (B)(6); postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported, the user checked the function of the basket of a ngage nitinol stone extractor prior to patient contact, during a left kidney lithotripsy procedure and confirmed the basket could be opened or closed. But after 5 successful stone removals, the user detected the basket could not be closed or opened. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Handle will not actuate basket formation; the cannula has pulled loose from the collet. Could not actuate after disassembling either. Reassembled handle and function still could not be restored. Unable to determine cause. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number, this complaint is unrelated. Cook also reviewed product labeling: a review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded that the cause of the reported event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.